Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system generated erroneously elevated troponin (access accutni) results. The results were reported out of the laboratory. Repeat testing produced results within the normal reference range. The customer declined to provide patient information or pertinent patient results. The customer did not provide any data or information of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer was investigating pre-analytical factors for this issue such as improper centrifugation of sample tubes, and was also planning on changing the probes to see if the probes were attributing to the issue. The customer declined to provide any investigative findings and did not want further support in troubleshooting this issue. Service was not dispatched for this event. The cause for this event could not be determined.